Manufacturer narrative:
The smart card data was returned for investigation. The complaint kit was not returned for evaluation. A review of the data on the returned smart card showed that an alarm #7: blood leak (centrifuge chamber) alarm occurred after 98ml of whole blood had been processed. An alarm #7 occurs when fluid is detected within the centrifuge chamber; therefore, the reported centrifuge bowl break is verified based on the smart card data. A material trace of the bowl assembly and its components used to build lot l148 found no related non-conformances. A device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause for the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 20 dec 2023.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the treatment. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return the smart card for evaluation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l148 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l148 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned smart card is still in process. A supplemental report will be filed when the analysis is complete. (B)(4). H.m. 28 sep 2023.